Event description:
Removed foley catheter using 10 ml syringe. Rn that removed catheter pulled on syringe 3 times to make sure all saline was out of balloon after the syringe manually filled. Pulled catheter out of patient with much discomfort to patient and no resistance. Rn noted blood on catheter and that a small loop on the balloon was still inflated.